Event description:
It was reported that during an unspecified procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the calcified distal right coronary artery (rca). No information is available regarding the number of inflations or atms. No patient complications were reported, and patient status was reported as 'good'.